Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump malpositioning could not be confirmed through this investigation as no images were provided by the account. A direct correlation between heartmate 3 lvas (left ventricular assist system), serial (B)(6), and the reported right ventricular dysfunction cannot be conclusively determined. The patient remains ongoing on heartmate 3 lvas, serial (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU), rev. C, contains the following information: section 1 outlines potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 outlines system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 5 outlines steps to ensure the proper placement of the pump and inflow cannula. Care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump can also be found in this section. This section cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.¿ section 7 outlines system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was returned to the operating room (or) on (B)(6) 2023 for repositioning of the heartmate 3. A low flow adjustment was requested for the patient's controllers as they were still experiencing frequent low flow alarms. An echocardiogram showed the pump was not in optimal positioning. Physicians were discussing next steps. The patient did not have a history of right heart failure prior to left ventricular assist device (lvad) implant but there were no device or therapy related issues that would have contributed to the condition. The low flow alarms resolved with the software upgrade and the patient remained in the intensive care unit (ICU) recovering.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was having persistent low flow alarms with flows declining. Studies were performed and the patient was thought to be dealing with tamponade. The patient was taken to the operating room and evaluated closely by the team. Tamponade was not found. Intravenous volume and packed red blood cells (prbcs) were given. When transferring the patient back to bed, persistent low flow alarms began again. Lab work was ordered, an echocardiogram was performed, and central venous pressure (cvp) was checked through peripherally inserted central catheter (PICC). The patient would be placed on extracorporeal-membrane oxygenation (ECMO) for right ventricle support and milrinone was started to help with afterload.